Manufacturer narrative:
Per info received by philips on 04/14/08, philips is considering that use of monitoring a factor in the death because the clinicians were unaware of the status of the infant even though they were monitoring. Philips is in the process of obtaining more info concerning this event and this complaint is still under investigation. A supplemental report will be sent once the investigation is completed.

Event description:
The mother had gestational diabetes and was admitted in spontaneous labor. Two hourly blood sugars were taken. Further, ctg was in progress throughout labor. At 7cm 0830, 7cm 1030, 7cm 1310. At 1530, involuntary pushing. At 1551, baby was delivered with no heartbeat. Pediatricians summoned for assistance. Still born infant. Apgar 0/1, 0/3. Cord ph 6.983(a), ph 7.269(v). The cord had slipped over the neck.